Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m5336n. Additional information requested but unavailable: when the staple load was broken off, was the metal cartridge pan separated from the plastic portion of the cartridge? When the staple load was broken off, was the plastic portion of the cartridge damaged? What was the product code of the stapler (plee60a, pse60a, ec60a, etc.)? Additional information received: sales rep: emphasize that the load just broke into the end of surgery, at the moment of removing the device; the procedure had already been completed satisfactorily. The analysis found that one ecr60d cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received fully fired. In addition the cartridge was noted to be broken in two pieces and the cartridge pan dislodged. No further functional testing could be performed due to the condition of the reload. No conclusion could be reached as to how the cartridge became damaged and the cartridge pan dislodged. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications.

Event description:
It was reported that during an obesity video-vertical banded gastroplasty procedure, at the time of removing the stapler load it had broken off. The load just broke into the end of surgery, at the moment of removing the device; the procedure had already been completed satisfactorily. There were no adverse consequences for the patient.